Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage or any fluid infusion. The cycler performed as intended and as the received treatment was completed without problems or alarms. The peritoneal dialysis patient's report of the cycler "draining slowly" was not reproduced during the simulate treatment. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2015. The patient reported pain and was draining slowly and performed a stat drain during cycle 3. Drain 0: 4 ml. Fill 1: 2254 ml. Drain 1: 2589 ml. Fill 2: 2254 ml. Drain 2: 1863 ml. Fill 3: 2254 ml. Drain 3: 4076 ml. Fill 4: 0 ml. The reported drain volume of 2254 ml was 181 percent over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.